Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine in dwell 4 of 4. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and cycle the power to clear the alarm. The tsr advised the hp to let their nurse know about the air detect alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.